Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in wales, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
H 11: through follow up, livanova was informed that all 3t heater cooler devices are disinfected one week, then sampled/tested the 2nd week. This is then repeated, so in a 4 week period all devices are sampled twice and disinfected twice. Positive results are related to post-disinfection device water samples., the positive results the customer received for the two (2) units were roughly 2-3 weeks after testing. The units are cleaned/disinfected as per ifus the units were tested for h2o2 and topped up as required daily. In the case of emergency, unit are stored overnight full then emptied and refilled the following day. Other units would be left empty. On every empty/refill cycle, h2o2 is added as per IFU. The water filtering system used was 3 filters in series, 5, 1 and 0.2 m, and all replaced at 3-6 month intervals. The aerosol collection sets are changed weekly when sampling and disinfections occur. The field blue tubing is replaced annually on all units. The device was sent to tssi for deep disinfection. A review of the device's history was performed, revealing that no similar event occurred since its installation in 2023. However, other contamination events were submitted by the same customer, and during the investigation of those events, the use of the pall-aquasafe water filter was confirmed. According to 3t IFU (1.1.10 requirement for filtered tap water): "for instructions on filter management and disposal after the specified use period please refer to the manufacturer¿s instructions for use." Pall filter maximum lifetime is 31 days. Based on the information above, the water filter is not replaced in accordance with instructions for use, this deviation may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.